Manufacturer narrative:
(B)(4). The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric lens rotated by 30 degrees one day post operation. The lens remained implanted. Additional information was received and it was learnt that a lens repositioning was scheduled for (B)(6) 2016. No further information received.

Manufacturer narrative:
Additional information was received and it was learnt that on (B)(6) 2016 the intraocular lens was repositioned. One day post op the patient is reported being happy, visual acuity (va) 20/20 uncorrected. (B)(4). Device evaluation: to date, the intraocular lens remains implanted; and therefore is not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. Optical measurement is performed at final inspection. The in-line optical inspection data shows the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The information, (analyses) although limited, does not indicate any relationship of the complaint with product design or manufacturing. The complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.